Event description:
It was reported that the customer was unable to charge the pump. Reportedly, the customer "swapped out chargers" and the customer was able to successfully charge the pump. There was no reported adverse impact. Additional information was not received. The customer declined further follow up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.